Manufacturer narrative:
The correction of d4 catalog # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 catalog # ard568213410c. Corrected d4 catalog # ard567825999. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - xten. The initial allegation was the headlight focus is defective (broken off). It was confirmed the headlight sterilizable handle was the affected part. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the problem was solved and the device was returned to clinical usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the handle broken off, which could be considered as technical deficiency, and in this way the device contributed to the event. It is unknown if the device was or was not being used for the patient upon the event occurrence. A review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the handle broken off is low. A root cause analysis was performed by subject matter experts. No information is available on the defective sterilizable handle (date of manufacture or number of sterilization cycles). The aggressive cleaning products and mechanical wear are the most probable root causes. To prevent any incident the user manual mentions as daily check, to check that the sterilizable handle locks in place correctly and to check the sterilizable handle locking mechanism. We recommend to replace the handle support. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 30th october, 2023 getinge became aware of an issue with one of surgical lights - xten. The initial allegation was the headlight focus is defective (broken off). It was confirmed the headlight sterilizable handle was the affected part. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.